Manufacturer narrative:
Submission date: 08/17/2018. An investigation was performed for the reported customer complaint: ¿the customer reports the syringe was found melted and cracked when taken out of plastic housing that the syringe comes in.¿ no lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are in place to prevent nonconforming product in the manufacturing process. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Syringe barrels are periodically inspected during the production process and inspectors routinely examine the product to ensure it meets acceptable quality level (aql) sampling criteria. Inspections focus on damaged product or components, holes, splits, or cracks in barrel which permit leakage, leakage in fluid pathway, and luer tip not to specification. Testing for this component during production includes the plunger being exercised during the assembly process to distribute the silicone in the barrel and on the rubber tip. Leak testing is also conducted to ensure the syringe draws, holds and expels fluid properly. A lot cannot be released unless it pas ses all visual and physical testing requirements. A broken syringe was returned for evaluation. The syringe returned was found to have a large crack in the barrel, of which a piece of this crack was missing. Additionally there was a crack at the tip of the syringe. The syringe housing was not returned with the samples. One syringe was returned with a section of the barrel removed, the result of a piece that had broken off. Another crack existed at the tip of the barrel. Without all the pieces of this damaged component, determination of cause is not possible. Production operation records indicate an operational issue may have occurred. Processing procedures were followed and it was noted that the issue may have been the result of a substandard barrel moving beyond the molding area where, during further processing, the damage could have occurred. Other, potential causes for this issue include when the rubber tip or plunger are introduced. The accept/reject criteria is based on the total lot size which, without the lot number, is not known. The conditions noted will be communicated to the appropriate manufacturing and quality personnel to determine whether any corrective or preventative action is warranted. The reported customer complaint is confirmed. A root cause could not be determined. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the syringe was found melted and cracked when taken out of plastic housing that the syringe comes in.